Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connected. A field service engineer (fse) verified the customer's issue: the medstation was not connected to the network, with the disconnected icon visible upon arrival. Logged into the desktop and verified connections and ip addresses. The medstation was reset, and both ends of the ethernet cable were checked to ensure secure connections. After these actions, the station successfully connected to the network. The system functioned as intended after the field service engineer repaired the device..

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to connect with remote support service. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.